Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported conditions. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported air in line and upstream occlusions which were not reproduced. A review of the event history log identified multiple "upstream occlusion!", "air-in-line!" And "reload set" messages. The reported conditions were verified. The cause was determined to be the ultrasonic sensor calibration values low. The ultrasonic sensor was replaced to correct both of these conditions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line when there was no air in the line and alarmed upstream occlusion multiple times when there was no kink or occlusion to the line. The event happened during testing. There was no patient involvement. No additional information is available.